Event description:
It was reported that the patient presented in the clinic afer being shocked for a vf episode. One high voltage therapy was aborted due to low lead impedance alert. Externalized conductors were observed near the svc coil via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.